Event description:
It was reported that the implant at tooth site #28 fractured and was removed. Implant fractured at collar. Replaced with a tsx 6 x 10. Doctor did not originally place the tsv implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided d6a: implant date unknown / not provided g4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.